Event description:
I had signed up with dr (B)(6) at (B)(6) in (B)(6) 2008, for laser hair removal: I had the isolaz machine used on me (B)(6) 2008 and had terrible facial scarring lesion, started after the session. I returned to see doctor several times after incident. Told that around a year later, at follow up visit, that it was an electrical board malfunction that caused my high intensity burns, pain, scarring that remains over 6 weeks. I have a small, few, 2 marks left from incident. Dr (B)(6) had contacted isolaz, he stated, that day and asked why that would have happened. Isolaz later checked electrical board and found to be faulty. It had actually given me a double dose of electrical impulses: it was very painful, as you can see, scarring was tremendous post treatment. Double electrical impulse given on treatment (B)(6) 2008. By isolaz machine after dr. (B)(6) had it checked. Severe pain, burning impulse on contact with isolaz machine treatment lesions started that day within time I left office. They wanted me to use rear door to leave so no one see me. Dr. (B)(6) wanted me back next day (B)(6) 2008 and then on to monitor lesions and try to treat them with other methods not isolaz. Around (B)(6) 2009 he contacted isolaz that day of occurrence to document findings. Through (B)(6) 2009, had facial treatment to correct scars over course of next year with dr (B)(6) at his office.